Event description:
It was reported that during a routine device check, high pacing threshold of the ventricular lead was displayed during interrogation. The ventricular capture management trend for the last 15 days showed unstable threshold, fluctuating between 1.5 volts and greater than 2.5 volts. A chest x-ray was performed, in which the positioned site of the ventricular lead was noted to have remained the same since initial implant. The physician decided to place the patient under observation. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during a routine exam, the ventricular lead was confirmed to have high pacing thresholds. A chest x-ray was performed, in which the device seemed to have migrated and the ventricular lead had dislodged. The device was explanted and replaced in a fixed upper muscle. The ventricular lead was attempted to be repositioned, however failed in fixation therefore the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted the ventricular capture management trend shows maximum threshold rising from 0.75 volts to 2.5 volts, then remaining near 2.5 volts for the remainder of the record.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.